Event description:
According to the reporter, during a low anterior resection, for the second firing of the rectum resection, the surgeon articulated the jaws twice to the left side, clamped the tissue, and thought the device fired fully, however, the distal staple line was incomplete and some staples were malformed. A new device was used to complete the procedure. Additional tissue resection of the intestinal canal was required. The surgeon resected and re-stapled the side of the original staple line by the reload. About 55mm of tissue was resected. The surgeon did not fire the stapler over the same area. The patient status is no problem.